Event description:
Customer reported problems with detection of anti-d on 2 patient samples where prophylactic anti-d had previously detected. Both samples tested positive on diamed.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. It is not possible to rule out the samples as a cause of the event. The product package insert indicates that passively administered anti-d may fail to react by capture-r ready-screen.